Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited motor failure and a bad battery. There was no reported patient involvement

Manufacturer narrative:
Corrected: d1 - brand name. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a battery not working and battery communication timeout. The interconnect board replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.